Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive master tool manipulator (mtm) 2 involved with this complaint to perform failure analysis and the reported (left hand controller not working) was confirmed and replicated. In artemis, confirming the failure occurred in the field. Upon visual inspection issues were found that would be related to the reported event. The mtm was then installed onto a pftp where sine cycle was ran, and hand controller worked once axis 3 counterbalance pot was tested on mtm. On testing was completed, the mtm was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the axis 3 counterbalance pot was found to be to root cause of the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis (fa) and the fa is still in progress. The complaint was confirmed based on the field evaluation.]

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer reported to technical service engineer (tse) that the site experienced an issue with the left-hand control. The customer stated that site was unable to reboot the system, so they moved the surgeon over to the second console. The tse confirmed fault on master tool manipulator left (mtml). The customer was continuing with procedure. The procedure was completing as planned with no reported injury.